Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the 7 mm extended length endoscope kept fogging up on the inside. They switched the camera head but it didn't work. This was noticed after the dissection process was completed and they were about to harvest. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the investigation is completed. (B) (4)